Event description:
It was reported that brush fragments from the colonovideoscope did not come off from the suction channel. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 full initial reporter establishment name (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.